Manufacturer narrative:
The explanted products will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker system presented with pneumonia and subsequently developed a urinary tract infection. The patient was treated with antibiotics and released to home. However, the patient presented again with fever and malaise. Generalized sepsis was diagnosed, and an echocardiogram revealed vegetation on the pacemaker leads. The system was explanted, an external pacemaker was installed, and the patient will have a new device implanted at a later date. No additional adverse patient effects were reported.